Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed upstream and downstream occlusion. A review of event history of revealed multiple upstream and downstream occlusions. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be ultrasonic sensor and force sensor scale factor calibrations out of specification. The ultrasonic sensor and force sensor scale factor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, upstream and downstream occlusion alarms were verified. No additional information is available.